Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in planned-nonemergency treatment and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had crashed. Review of the system log file showed that a malfunctioning frontal ip-pc. Fse analyzed the issue and to resolve the issue fse formatted disks, recreated the image store, and rebooted the system. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was crashed. No harm has been reported to philips. Multiple restarts did not resolve the issue. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no image and illumination was possible. Troubleshooting actions showed a problem with the ip pc. The fse formatted the hard drives and recreated the image store and returned the system to use in good working order.